Event description:
Patient received inappropriate hv therapy. Egm showed lead anomaly. Upon explant, insulation damage was observed.

Manufacturer narrative:
Analysis found that the sensing coil of the is-1 leg was fractured. The structure of the fracture is typical appearance of a fatigue fracture.